Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, an intermittent antenna icon occurred. It was reported that the patient using the device was under 12 years of age. No additional patient or event information is available. Labeling indicates the t:slim g4 system is indicated for use in individuals 12 years of age and greater.